Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemic event and the hypoglycemic event was treated with 6 units manual syringe. Troubleshooting was performed for hypoglycemic event.

Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test and occlusion test. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. No alerts/alarms/anomalies noted during testing. Pump error 37 found in history files on the event date on 12/27/2025 at 21:13:02.000. Pump was cut open to perform visual inspection and found no anomalies on electronic stack, motor, and force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and label damage (stained and faded serial number label and faded end cap address label). Pump error 37 was confirmed, isolated to electronic assembly. Unable to verify customer's low bgs. Cosmetic damage confirmed at back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, received pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast) alarm and product labels were reported as missing, removed, worn, faded, or damaged following usage. The customer reported blood glucose value of 40 mg/dl, and the hyperglycemic event was treated with 6 units manual syringe. The event involved product(s) mmt-342g,mmt-378a,mmt-1884. Troubleshooting was partially performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm and unable to rewind the pump. Customer was advised to replace the insulin pump. Troubleshooting was performed for label damage allegation. No further patient complications were reported. No product return is required for mmt-342g, mmt-378a. Mmt-1884 was requested and customer response was the device will be returned.